Manufacturer narrative:
Due to the lack of information provided, this event cannot be confirmed and a root cause cannot be concluded. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots.

Event description:
It was reported that the surgeon revised cup and liner and replaced with non-stryker products.